Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) unit is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge field service engineer (fse) reported that the screen was flickering and bouncing back and forth during a field safety corrective action. The fse found oxidation and a bad connection between the cable and the invertor board. The fse replaced both and tested the screen extensively and could no longer reproduce the flickering. The iabp passed all tests and was returned to the customer cleared for clinical use.

Event description:
A getinge field service engineer (fse) reported that while performing a field safety corrective action, he found the intra-aortic balloon pump (iabp) screen to be flickering and not hold a steady image. No patient was involved and no adverse event has been reported.